Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their therapy was working great and was unbelievable. Patient stated they checked their settings one day and it was at 1. Something and now it's at 0. 4 and they don't know what happened, so they increased it but now they are having returning of their symptoms. Patient confirmed they did not have a fall or anything like that. Patient increased the strength on the therapy and they will continue tracking their symptoms. Patient confirmed sensation in their bicycle sitting area. The patient was redirected to their healthcare provider to further address the issue.

Event description:
The reason for call was patient reported they are having trouble with the therapy. Patient stated when the device was first put in it worked super well. Patient said one morning they got up and it wasn't working at all hardly so they connected with the implant and it the intensity was at 0 so they thought, no wonder it's not working, so they turned it on and it buzzed and it's in a whole different place. Patient reported that device could have moved. Patient was redirected to their healthcare provider to further address the issue. Patient mentioned they talked to their doctor and rep last week and they reprogrammed the device and set it on another program to see if that would help a little bit but nothing is happening, nothing is working like it did initially and the doctor said it doesn't matter where it was. During the call patient increased the stimulation and confirmed the stimulation sensation. Patient will maintain stimulation level and will continue to track symptoms. Patient declined education stating they had the instruction guides. Patient reported therapy is not working even after adjusting the settings last week. Stimulation was adjusted by patient's request. Patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare professional and patient. The hcp reported the cause of the setting being at 1. Something and recently noticing it being at 0.4 was unknown. Actions taken to resolve were going to be a manufacture representative at the hcp office would reach out to the patient. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.